Event description:
It was reported that the pump touch screen was cracked and unresponsive; cause was unknown. The customer¿s blood glucose was 110-130 mg/dl. The customer reverted to manual injections for insulin therapy.